Manufacturer narrative:
Addendum to the previous information. This supplemental report is being sent to update the outcomes attributed to adverse event (section b2). A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
To date, limited information has been provided. Based on the information provided, it is alleged the patient had a large inflammatory phlegmon of old mesh that had multiple loops of small bowel contained in it which was completely eroded and there was mesh in the lumen of the small intestine that had eroded through the wall. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
It is alleged by the patients attorney that on (B)(6) 2005, the patient had a bard/davol composix kugel hernia patch, product code 0010206, lot number 43eod435 implanted to repair a ventral hernia. It is alleged that several years later on (B)(6) 2014, the patient underwent surgery to have an exploratory laparotomy and removal of mesh. As reported, the attending surgeon stated that "the patient had a large inflammatory phlegmom of old mesh that had multiple loops of small bowel contained in it which was completely eroded and there was mesh in the lumen of the small intestine that had eroded through the wall." As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information provided, it is alleged the patient had a large inflammatory phelgmom of old mesh that had multiple loops of small bowel contained in it which was completely eroded and there was mesh in the lumen of the small intestine that had eroded through the wall. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Addendum #1: this supplemental report is being sent to update the outcomes attributed to adverse event (section b2). A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided, to correct patient sex, expiry and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusion can be made. Per the medical records review, several years post implant of composix kugel mesh, patient with complex medical/surgical history was diagnosed with peritonitis, abdominal pain, hernia recurrence, mesh erosion, bowel obstruction, bowel perforation, adhesions, infection, sepsis, inflammation and scar tissue thereby underwent repair with mesh explant. Per op notes "mesh had completely eroded into small intestine causing partial obstruction." The instructions-for-use, supplied with the device identifies adhesions, inflammation and hernia recurrence as possible complications. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2005, the patient had a bard/davol composix kugel hernia patch, product code 0010206, lot number 43eod435 implanted to repair a ventral hernia. It is alleged that several years later on (B)(6) 2014, the patient underwent surgery to have an exploratory laparotomy and removal of mesh. As reported, the attending surgeon stated that "the patient had a large inflammatory phlegmom of old mesh that had multiple loops of small bowel contained in it which was completely eroded and there was mesh in the lumen of the small intestine that had eroded through the wall." As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral and umbilical hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿a large hernia sac was resected. A piece of large mesh was then placed which was too small and a composix kugel mesh (device #1) was then placed, it covered the defect, sutured in place and tacked around the edges.¿ (B)(6) 2014 - patient frequently visited hospital for abdominal pain, peritonitis, reducible hernia and sepsis. (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia and mesh infection thereby underwent repair with mesh removal. Per operative notes, "scar tissue and several swiss cheese hernial defects were reduced. A large inflammatory phlegmon contained old mesh and multiple loops of bowel. This plane was basically dislodge from fascia. Found two areas where the mesh (device #1) had completely eroded into small intestine causing partial obstruction and was taken down off the inflammatory phlegmon along with the part of small intestine. I then placed a piece of biological mesh and sutured." (B)(6) 2014 and (B)(6) 2017 - patient visited hospital for abdominal pain and hernia. (B)(6) 2018 - patient was diagnosed with large incarcerated recurrent incisional hernia thereby underwent repair with implant of ventrio st mesh (device #2). Per operative notes, "adhesions were taken down from the anterior abdominal wall and removed the multiple swish cheese incarcerated hernia sacs. A piece of ventrio st mesh (device #2) was then anchored to anterior abdominal wall and sutured". (B)(6) 2019 - patient visited hospital for abdominal pain. Attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, mesh shrinkage, hernia recurrence, infection, pain and emotional injuries. It is also alleged that the mesh had eroded into the lumen of the small intestine.